Event description:
It was additionally reported that the patient had no prior history of arrhythmia; however, it seemed that for several months, vt was confirmed several times through implantable cardioverter defibrillator (ICD) remote monitoring. It was reported that the patient experienced a decrease in activity level during the low flow alarms. No diagnostic testing was performed; however, upon admission to the hospital, the patient¿s antiarrhythmic medication was adjusted. The account communicated that the patient¿s vt was somewhat under control after the treatment, but low flow alarms still occurred at a decreased frequency. In addition, the patient experienced weight loss that was possibly due to the course of diuretics. Several measures were taken, such as discontinuing diuretic administration and setting the patient¿s hematocrit (ht) value at the lower limit while controlling the amount of water consumed. As a result, the patient's symptoms improved. The account reported that the cause of the low flow alarms was due to the vt and the alarms ultimately resolved with the disappearance of the vt. The patient was discharged on (B)(6) 2023 and continued to be monitored on an outpatient basis. It was stated that there were no problems when the patient visited the outpatient clinic on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: the analysis of the log files provided by the account confirmed the reported low flow alarms. According to the account, the low flow alarms were due to the patient's ventricular tachycardia (vt). A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The submitted system controller event log file contained events from (B)(6) 2023 and captured intermittent low flow hazard alarms. No other notable events or alarms were observed. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A and the heartmate 3 patient handbook, rev. C are currently available. The IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. The IFU also addresses all pump parameters, including pump flow. This document describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The IFU and patient handbook address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, the patient handbook provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient visited the hospital due to frequent low flows. The alarms were thought to be due to ventricular tachycardia (vt) but it had disappeared by the time the patient got to the hospital. The patient was asymptotic. The log file review confirmed the low flows.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was additionally reported that m\medication adjustment and antiarrhythmic and diuretics administration were conducted. The patient was discharged home. The patient had an implantable cardioverter defibrillator implanted prior to pump implant.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The submitted log files captured the pump operating as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A and the heartmate 3 patient handbook, rev. C are currently available. The IFU lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.